Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 53 mg/dl at the time of the incident. Customer reported that blood glucose had dropped to 20 mg/dl last night, got it to 80 mg/dl, woke up again at 35 mg dl because patient didn¿t have sensor on. Customer declined troubleshoot for low blood glucose. Customer when wake up blood glucose was in the 200s mg/dl saying high blood glucose while in automode. Customer decline troubleshoot for high blood glucose also reported high sugar this morning from drinking coffee with sugar . The pump will not be returned for analysis.